Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image noise could be due to the broken cable and wear and tear of the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image noise during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.